Event description:
On (B)(6) 2012, the pt's daughter reported e6 (mechanical) error was displayed on the infusion device on (B)(6) 2011 and the pt switched to insulin injections. The pt's blood glucose elevated to 300 mg/dl as a result of the e6 error. His target blood glucose level is 129 mg/dl. The daughter stated that since switching to insulin injections, the pt's blood glucose has been out of control. On (B)(6) 2011 and (B)(6) 2012, an ambulance was called for the pt due to low blood glucose from injecting too much insulin. The pt was treated at his home with glucagon. The daughter did not have the infusion device at the time of the call and was able to troubleshoot. Upon f/u with the pt on (B)(6) 2012, the e6 error was cleared. Upon further f/u on (B)(6) 2012, the pt stated that due to injecting too much insulin on his blood glucose lowered to 18 mg/dl. He does not recall the ambulance being called twice, he stated, his memory is not very good. He was treated with glucagon and his blood glucose returned to normal. No product was requested to be returned for eval.